Event description:
Information was received from a patient receiving intrathecal baclofen via an implantable pump. It was reported that on (B)(6) 2025 at approximately 13:39-17:28, the patient sustained injuries during a surgical procedure that was performed. A 40 ml medtronic synchromed iii baclofen pump was implanted despite prior approval and verbal consent for a 20 ml pump. A second corrective surgery was required to address the error, resulting in additional physical and emotional harm. The patient indicated that the unauthorized implantation and subsequent corrective surgery affected nearly every aspect of the patient's life. The patient stated that they endured significant post-operative pain, both from the initial procedure and the corrective surgery required to replace the improperly implanted pump. The patient indicated that the mismatch between the 40 ml pump pocket and the 20 ml replacement pump had created ongoing discomfort and anatomical complications that continue to affect mobility and quality of life. The patient also experienced emotional trauma including anxiety, depression, sense of betrayal, uncertainty of long-term outcomes and need for additional medical oversight. The patient stated that they required extensive physical therapy and reliance on post-operative medications, including pain management which had introduced side effects and further disrupted the patient's daily functioning. The patient also reported that the corrective surgery, follow-up care, physical therapy and medications had resulted in missed professional opportunities due to the extended recovery period and ongoing medical needs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: img code updated to g07001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.